Event description:
It was reported that the bed exit failed to alarm when the patient got out of the bed. The patient was found by staff on the floor in a state of cardiac arrest. The patient reportedly passed away.